Event description:
The customer reported that both monitors on the system had a burn-in on the screen. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an on site investigation. Both monitors and the on/off switch were replaced. The system was tested and operates as intended.